Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the 578sd valve was broken (leaks). Another device was used to complete the case.